Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However, a transmitter failed error was found on 07-28-2020. No injury or medical intervention was reported.